Event description:
It was reported that this right atrial (ra) lead exhibited right atrial (ra) lead undersensing of atrial fibrillation (af) due to low amplitude measurements. The device was reprogrammed. Then there was ra oversensing of right ventricular (rv) signals observed. Additionally, the impedance measurements were higher but then decreased. The lead was later explanted and replaced due to undersensing. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited right atrial (ra) lead undersensing of atrial fibrillation (af) due to low amplitude measurements. The device was reprogrammed. Then there was ra oversensing of right ventricular (rv) signals observed. Additionally, the impedance measurements were higher but then decreased. The lead was later explanted and replaced due to undersensing. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.